Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31727. It was reported the patient developed severe right leg pain and numbness in her calf and foot after procedure on (B)(6) 2020. Patient had to use a walker to walk. Patient had no issues prior the procedure. Patient had a CT scan and no anomalies were observed. Reportedly, patient¿s condition is improving. No additional information is available at this time.